Event description:
Viavalve safety IV catheter was removed from the patient's right forearm at time of discharge. Catheter was no intact. Surgeon evaluated patient in room, removed catheter fragment from patient surgically with local anesthesia. IV had been in place 2 days prior in forearm vein, not an area of flexion.